Manufacturer narrative:
H4: the lot was manufactured between february 28-29, 2024. H11: the actual devices were not available; however, two photographs of samples were provided for evaluation. Visual inspection was performed which showed residual fluid inside the device bladder suggesting a possible underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors underinfused during infusion. The pumps had not fully infused at the time of disconnection. The devices contained piperacillin/tazobactam 18gm in 230 ml of sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date and d10: concomitant product (1): therapy date: the event occurred on november 23, 2024, and november 24, 2024. Should additional relevant information become available, a supplemental report will be submitted.